Event description:
The customer reported implanting a CT lucia 602 lens (21.0 d, sn: (B)(6)) on (B)(6) 2025, using the yamane technique. The lens was later explanted on (B)(6) 2025 due to a mechanical complication involving excessive rotation and instability. The lens was successfully replaced with a b&l mx60e (23.50 d, sn: (B)(6)) on the same day. There was no noted lens damage during preparation, no patient injuries or adverse events, and no clinically significant delays. The zeiss r28/z28 injector system was used.

Manufacturer narrative:
The device history records were reviewed and there were no non-conformities or deviations noted during the manufacturing of the lens that would have caused or contributed to the nature of this complaint. Additionally, our lenses are 100% inspected before they leave our manufacturing site. Therefore, we are confident that the lens was processed per standard operating procedures and inspections and have met all criteria for release. Based on the information provided, the risk assessment for the lucia 3-piece product, and our experience, we have determined that the following factor may have caused or contributed to the reported issue: off-label use of the yamane technique: the CT lucia 602 lens is not validated for use with the yamane scleral fixation technique. This off-label method introduces rotational forces and anchoring dynamics that are not accounted for in the design specifications of the lens. In this case, the surgeon reported mechanical complication involving excessive rotation and instability, which ultimately required explantation. The haptics, while ideal for traditional in-the-bag implantation, may not provide the necessary resistance or stability when fixated externally via the yamane technique. The product was manufactured according to specifications, and no product-related deficiency was identified. The reported failure is attributable to off-label handling, not a product malfunction.